Event description:
In 2008, implant was placed and straumann boneceramic was used to strengthen buccal bone wall. Three months later, a crown was inserted at which time no abnormalities were determined. Two months later, patient complained of buccal swelling. When clinician pressed on site (tissue), there was slight pus abscess.

Manufacturer narrative:
The batch record review shows that the product is within specification.